Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that yesterday they had a radio frequency ablation and had to turn everything off right there in the surgical center. Patient said they did not realize how important it was to them because they couldn't control their bladder very well because it has not been turned back on. Pt requested assistance to use their equipment and pt was successful to synch with their implant and turn therapy back on. The troubleshooting steps that were taken on the call resolved the issue.